Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture", capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side "capsular contracture (baker grade unknown)¿ and ¿intracapsular rupture on the left with linguini and salad oil sign¿. Patient representative additionally reported the following events, which are not device-related: "fatigue¿, ¿sleep disorder¿, ¿weak immune system¿, ¿imbalance¿, ¿food intolerance¿, ¿backache¿, ¿chest pain¿, ¿extreme hair loss¿, ¿massive headaches¿, ¿difficulty concentrating¿, ¿forgetfulness¿, ¿exhaustion¿, and ¿tension and numbness of the left half of the body¿. The device remains implanted.

Event description:
The device has been explanted and replaced.